Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer passed away at home; the customer was found late in the afternoon. The caller did not know the cause of death; it will take 10-12 weeks to get the death certificate and the cause of death. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors or not and was unsure if a sensor was worn at the time of death. The caller stated that they will go to the customer's doctor's office to perform carelink upload. At this point, the call is unsure if they want to return the insulin pump for analysis.